Manufacturer narrative:
Block b5: describe event or problem updated. The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device having low power. During the repair, error message 1303 appeared. After inspecting the optics, some spots were found on the hr mirror. The beam source was replaced, which resolved the complaint. The optics were aligned, and both the energy test and functional test passed. The evidence from the product record review did not identify any potential product quality issue or new patient harm. Therefore, it can be concluded that a defective beam source was the most probable cause of the event. The device history record (DHR) and service history record (shr) indicate that this auriga xl 4007 console was installed on 10 march 2025. The system was last serviced on 15 march 2025. The auriga xl 4007 console was fully functional with no issues from that time until the reported event date of 22 august 2025. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during surgery, the laser stopped working with an error message stating: "average laser power too low". It was noted that the device prompted an error message 1301 (laser power too low: please restart device or call service.) And error message 1303 (mean laser power too low: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during surgery, the laser stopped working with an error message stating: "average laser power too low". The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device having low power. During the repair, error message 1303 appeared. After inspecting the optics, some spots were found on the hr mirror. The beam source was replaced, which resolved the complaint. The optics were aligned, and both the energy test and functional test passed. Later, the laser beam source was returned and visually inspected. The serial number labels were clean and legible, and the warranty sticker was intact. All screws, bearings, and pins were in place, with no grey lines observed on the reflector. The o-ring was intact, and the glass divider was clean and in good physical condition. The flash lamp was in good physical condition, although slight clouding was observed on one side. The laser yag rod was also in good condition, and no burnt marks were found on any surface of the mirror/lens. No functional testing was performed. The evidence from the product record review did not identify any potential product quality issue or new patient harm. Therefore, it can be concluded that a defective beam source was the most probable cause of the event. The device history record (DHR) and service history record (shr) indicate that this auriga xl 4007 console was installed on 10 march 2025. The system was last serviced on 15 march 2025. The auriga xl 4007 console was fully functional with no issues from that time until the reported event date of 22 august 2025. Based on the information available, a conclusion code of "cause traced to component failure" was assigned to this investigation.

Event description:
It was reported that during surgery, the laser stopped working with an error message stating: "average laser power too low". It was noted that the device prompted an error message 1301 (laser power too low: please restart device or call service.) And error message 1303 (mean laser power too low: please restart device or call service.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.